Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Model includes adapta pacemaker family. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: risk of managed ventricular pacing in a patient with heart block. Heart rhythm society. 2006. 1384-1385. Doi:10.1016/j.hrthm.2006.07.011. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding a patient implanted with an implantable pulse generator (ipg). The article reports that the ipg was programmed with the manager ventricular pacing (mvp) feature on. During the follow up visit, it was noted that the patient did not feel well. Stored electrograms showed short episodes of ventricular tachycardia (vt). The patient was admitted to the hospital. The article reports that the patient developed polymorphic ventricular tachycardia that degenerated to ventricular fibrillation (vf) requiring an external electroshock. The mvp feature was programmed off. The device remains in use. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.